Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgeon manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation and the reported problem was confirmed via log and replicated. The unit was tested on an in-house system in normal mode where it failed with error 319. The unit was also tested on a pftp where it failed fiber test for rolling loop. After further investigation, the rolling loop fiber assembly was inspected, and is damaged. A gold rolling loop fiber was installed and re-tested with a passing result.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the customer contacted the technical support engineer (tse) to report a recoverable 319 error on arm3. It was stated that the site power cycled but the error came back, and it was saying to disable. The tse advised emergency power off (epo) the patient side cart (psc) to clear the error. The staff hard cycled and epo the psc, but errors persisted. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said that the arm was disabled, and the procedure was completed robotically with only three arms.